Event description:
It was reported that as the surgeon was completing a sternotomy for a cardiac procedure, he was pulling the needle of the zipfix through the 2nd side of the sternum and the needle popped off the end of the closure. Four of the five sternal zipfix closures had been successfully implanted. When the needle popped off the fifth one, the surgeon discarded the zipfix closure and completed the procedure by using sternum wire. There were no further problems. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.